Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records for lot # 23792904, 23792905, 23792902 indicated the lots met pre-release manufacturing specifications. Due to no device return, an investigation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that post aaa procedure using a cook evar device with the gore® viabahn® vbx balloon expandable endoprosthesis implanted in the left and right renal arteries as well as the superior mesenteric artery, patient experienced thrombosis. Reportedly the index procedure went well but post procedure the patients bowels became necrotic from thrombosis. It was reported that the patient will be monitored and further update will be sent with patient outcome. Fsa provided further update to event: it was reported that on (B)(6) 2022 the patient passed away. Reportedly there was occlusion observed within the vbx devices, however the patient had thrombosis observed in many vessels though out the body (with and without the vbx stent present). It was reported that the physician states there is no allegation of device deficiency nor is there a direct link between the death patient and the gore device. 2203-a: other- thrombosis.